Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the broken lower cover tube was separated in area under the single use loading unit (sulu). There was evidence of weld on the device. It was reported that the preloaded reload was able to fire properly. The reload was replaced to a new one, but the reload fell into the abdomen. A new reload was replaced again, and it fell again into the abdomen. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle was not completely cycled and trying to remove the dlu incorrectly during the incomplete firing cycle. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d1, d4(model#, catalog#, expiration date, lot#, UDI#), d8, d9, g3, g4, h3, h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 174027, 174027 mf endo hernia o 12 4.0 (lot#:p3g0033), unknown hernia, unknown hernia stapler (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic transabdominal preperitoneal (tapp) hernia procedure, the preloaded reload was able to fire properly. The reload was replaced to a new one, but the reload fell into the abdomen. A new reload was replaced again, and it fell again into the abdomen. It was noted that the two reloads were able to retrieve by surgical technique. There was no patient injury.